Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. The following cosmetic damage was also found on the device: cracked reservoir tube lip, cracked battery tube thread, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that she received a button error alarm. Her blood glucose value at the time of incident was 120 mg/dl. The customer does not recall any significant events leading to the alarm. Troubleshooting for the button error alarm was initiated. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.